Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed testing. Both sensors passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with differences in sensor glucose readings and blood glucose readings. Customer stated that sometimes the sensor will have a 60-100 point difference. Customer will turn the sensor feature off and let it rest. Customer will then turn it back on and sometimes it works, sometimes it does not. Customer stated that the sensor will indicate that she is low and go into threshold suspend. Customer will turn the sensor off, so that the basal will continue. Threshold suspend is at 60 mg/dl. The issue occurred on (B)(6) 2014. Customer also had a calibration error twice, a change sensor alert, and a bad sensor alert after having the sensor inserted for 2 days. Customer stated that the issue usually occurs at work or while she is asleep. Customer was advised that they would be contacted in 90 days to follow-up on the issue. No additional information provided.